Event description:
The biomedical engineer (bme) reported having issues with spo2 and ECG cables when connected to the g5 units in combination with the bedside monitors (bsm-1700). After the cables were used for a long time, they would no longer register with that device. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported having issues with spo2 and ECG cables when connected to the g5 units in combination with the bedside monitors (bsm-1700). After prolonged use, the cables would no longer register with that device. However, the cables would work when they tested them on different g5/ bms-1700 combination devices. As a workaround, the customer would rotate the cables to other g5/bsm-1700 combination devices whenever the issue occurred. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following devices and accessories were used in conjunction with the g5 monitor: bedside monitors: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Saturated pulse oxygen (spo2): accessory. Model #: na. Serial #: na. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: na. Electrocardiogram (ECG): accessory. Model #: na. Serial #: na. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported having issues with spo2 and ECG cables when connected to the g5 units in combination with the bedside monitors (bsm-1700). After prolonged use, the cables would no longer register with that device. However, the cables would work when they tested them on different g5/ bms-1700 combination devices. As a workaround, the customer would rotate the cables to other g5/bsm-1700 combination devices whenever the issue occurred. Not in patient use. Investigation summary: multiple follow-up requests for additional information were sent to the customer, but the customer has been unresponsive. A definitive root cause could not be determined since the device was not returned for evaluation, and we could not duplicate the complaint. Possible causes of the g5 or bsm-1700 unit not recognizing the spo2 and ECG cables may include hardware component failure, such as circuit board failure. Complaint history review for the g5 and bsm-1700 found two (2) similar complaints under tickets 100227 and 132700 in which the issue was duplicated during device evaluation, found to be due to failure of the spo2 board, and resolved through component replacement. Hardware component failure can occur through physical damage or fluid intrusion from user mishandling, power issues from outages or surges, which can affect the integrity of circuit boards, or wear-and-tear, which depends on device age and frequency of use. A review of the complaint device's serial number does not show a recurrence of this issue. A review of the customer's complaint history does not show other similar complaints or trends. Nk will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain information were made, but not provided: d10 attempt # 1: 06/27/2023 emailed the bme concomitant medical devices: no reply was received. Attempt # 2: 07/05/2023 emailed the bme concomitant medical devices: no reply was received. Attempt # 3: 07/07/2023 emailed the bme concomitant medical devices: no reply was received. Additional model information: d10 concomitant medical device: the following devices and accessories were used in conjunction with the g5 monitor: bedside monitors: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Saturated pulse oxygen (spo2): accessory. Model #: na. Serial #: na. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: na. Electrocardiogram (ECG): accessory model #: na. Serial #: na. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported having issues with spo2 and ECG cables when connected to the g5 units in combination with the bedside monitors (bsm-1700). After the cables were used for a long time, they would no longer register with that device. Not in patient use.

Event description:
The biomedical engineer (bme) reported having issues with spo2 and ECG cables when connected to the g5 units in combination with the bedside monitors (bsm-1700). After the cables were used for a long time, they would no longer register with that device. Not in patient use.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from csm-1501 to nihon kohden life scope g5 bedside monitoring system. D4 additional device information / model #: corrected the model # from csm-1501 to cu-151r. D4 additional device information / catalog #: corrected the catalog # from csm-1501 to cu-151r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.